Event description:
It is reported that a customer experienced high and low blood glucose ranging around 24 to 517 mg/dl. The customer stated that they been having erratic high and low blood glucose for the past 4 to 5 months. The customer thinks that it may be the scroll wrap feature that is malfunctioning. The customer returned their pump for analysis and a replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.